Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined a faulty single board computer card was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device freezes at the self-test start up menu. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device freezes at the self-test start up menu. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customers device and the system control pcb assembly was determined to be the cause of the reported issue. At this time, this device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report that their device freezes at the self-test start up menu. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.